Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the analog board. The analog board was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device's display intermittently blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.